Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux cabinet did not detected drawers on bus. A field service engineer (fse) removed the back panel, and all controller board lights were lited properly. Customer had not experienced this issue before. So, the fse powered down device, then reseated all bus wire connections. Also reseated connections on aib (artificial intelligence board). Then the fse inspected for possible damage on board or bus wire but found none. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 was failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.